Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the high pacing impedance, failure-to-capture, high-capture-threshold and low amplitude or poor morphology allegations were not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. The pericardial effusion allegation could not be confirmed by lab analysis, but was assigned cause known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased in threshold and loss of capture (loc). Also, r waves went down to two millivolts and impedance down to three hundred to eight hundred. A computed tomography (CT) scan revealed pericardial effusion. Hence, the rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited increased in threshold and loss of capture (loc). Also, r waves went down to two millivolts and impedance down to three hundred to eight hundred. A computed tomography (CT) scan revealed pericardial effusion. Hence, the rv lead was explanted. No additional adverse patient effects were reported.